Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements up to 126 ohms on the right ventricular (rv) lead. Technical services (ts) recommended bringing the patient into the clinic for reprogramming. This ICD remains in service and no adverse patient effects were reported.